Event description:
Notified by bma product complaint of first use blood leak. Confirmed with reporter that leak was internal. The ebl was 170 ml as both the dialyzer and venous line were discarded. There was no reported pt injury or illness related to the event. No additional labs were drawn. The actual sample was discarded. MDR filed on volume of blood loss.